Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec'd 1/10/2014 ¿ pfs and medical records received. Part/lot was provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly and ceramic. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/4/2014. Update ad 01 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There were no new allegation and revision reported. Added stem due to previously alleged large amounts of toxic cobalt chromium metal ion. Added lawyer in the associated contact. Update ad 16 jul 2021. Pfs and medical records received. Pfs alleges pain, swelling, snapping, and clunking sound. Pfs also indicated that the patient is using cane and wheelchair. Doi: (B)(6) 2010 - dor: none reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.